Event description:
Patient reported that his device was turned off by a store security system. He indicated that he wasn't able to feel his device after going through the system. Patient followed up with his physician at which the physician confirmed that the device was off and then reprogrammed the device back to prescribed settings. Patient could feel stimulation once again. Programming history from the physician's handheld was received and review confirmed that the generator was off due to an interrupted system diagnostics test and not due to store security system. The test was likely interrupted after the testing itself has completed (so the results were shown with no "fault" reading), but before the test programmed the device back to its original settings.

Manufacturer narrative:
Analysis of programming history.